Event description:
Information was received from a friend/family and the patient member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that , about a week ago, the patient had a bad experience with their healthcare provider's (hcp) assistant. Caller stated that the assistant was going to refill the patient's pump and was jabbing and poking around while the patient was laying on their back in excruciating pain. Patient was in tears and stated that the assistant "never could get it to go into the pump." Caller stated the assistant "ripped off their gloves" and said "this has never happened before," and the hcp then came in and had the pump filled up within about a minute. Caller added that patient is now all bruised in the area assistant was attempting to access. Agent documented information given and emailed physician listing. Additional information was received from the patient stating their hcp had a nurse who misprogrammed their pump, setting it for a dose ten times their dosage amount which sent them to the ER. Because of this, they had to do another visit to their office.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: a810, serial/lot : unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.